Manufacturer narrative:
Dcu evaluated the escalated event. Although the customer reported that the connect barcode reader was dropping characters/scanning incorrect patient sample ids, the customer states that they use patient armbands with use code 39 and create qc barcodes using code 128. Per the clinitek status+ connect system¿s operator¿s guide, ¿the connector accepts the data input of operator-entered information (patient ID, patient last name, patient first name), operator ID (patient and control), comments (patient and control)), for the following bar code symbologies: code 93 standard includes check digit. Code 39 with optional check digit required. Code 128 standard includes check digit. Coda bar without check digit¿. Additionally, the customer stated that they have not configured manually or recently reconfigured the barcode scanner; instead the customer only attaches the barcode scanner to the instrument prior to using. The customer bulletin titled ¿barcode usage with siemens¿ point of care devices¿ state that ¿for optimal performance and to avoid errors, it is recommended that check-digit be enabled when using barcode formats that support this feature and when using siemens analyzers that support check digit selection.¿ customer was unable to provide additional relevant information. Without the requested information, a further investigation could not proceed. Without the requested information, a definitive root cause cannot be determined.

Event description:
Customer reported their status connect barcode reader has been dropping characters/scanning incorrect patient sample ids. The customer believed the issue to be resolved by changing the barcode reader. However, after the issue has since reoccurred. Customer has expressed this to be a safety issue as it has the potential to for a wrong mrn to be scanned and have the result automatically go to the wrong patient's chart. The customer expressed there would be no way confirm this hasn't happened without manually reviewing every patient result from every single instrument to confirm the correct result went to the correct patient chart. Customer states they use patient armbands with use code 39 and create qc barcodes using code 128. Customer states they have not configured manually, or recently reconfigured the barcode scanner; they just plug the barcode reader into the instrument. Customer could not confirm if the reader was dropped. The window on the scanners are checked and cleaned regularly and have gone to examine one within minutes of an error and the scanner was clean. No shine or glare off the labels. There is no report of injury due to this event.